Manufacturer narrative:
B5: added information. H6: code 213 - the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. H6: code 22 - according to the gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: infection of endoprosthesis and surgical conversion. The conformable gore® tag® thoracic endoprosthesis tge282810/17349237 was returned to geprovas for investigation. During the investigation, the following was found: tissue present: yes scattered, multifocal red/brown tissue was present on the abluminal surface; consistent with coagulated blood. Scant, yellow and brown tissue was present in the lumen. All lumens are widely patent. Both segment 1 (extremity a) and segment 2 (extremity b) were transversely cut, resulting in graft and deployment sleeve disruption. From gross images all material disruptions (i.e., material transections/cuts) appear to be consistent with cutting by sharp surgical instruments (i.e., scalpel or scissors) likely used during the explant procedure. Request for additional analysis: no. Reason: material disruptions are consistent with those caused by surgical instrumentation during the explant process. Based on the ei's review of the geprovas report, no additional analysis is requested.

Event description:
With an onset date of (B)(6), 2018, the patient reportedly was suspected to have suffered from an unspecified infection.

Manufacturer narrative:
B3. Date of event: added date.

Event description:
The following information was reported to gore: on (B)(6) 2018, this patient underwent endovascular treatment for a penetrating ulcer of the thoracic aorta. On (B)(6) 2018, the endograft was explanted due to an infection. No bacterial agent was found by the department of bacteriology.